Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultra meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 (time not provided). The patient stated that she obtained the results of "156 and 60 mg/dl" using the subject meter, both readings taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient does not use medications to manage her diabetes. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient stated that she developed the symptom of "shaking" but she was unable/unwilling to state when the symptom developed. The patient stated that she self-treated with more food/drink on (B)(6) 2015 (time not provided). The patient denied testing using another device. At the time of troubleshooting, the csr noted that the test strips had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the patient was using an approved sample site and the patient was using the correct testing technique. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "shaking", which does meet lifescan's criteria for a serious injury. Although the patient was unable/unwilling to state when the symptom developed, it cannot be ruled out that the symptom developed after the alleged inaccuracy began.